Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was set up and then it was confirmed that the green buttons were illuminated normally. The surgeon pushed the green button and the device slightly functioned, however it stopped and did not fire. No injury.